Event description:
It was reported that the ilet generated an alert 57, consistent with a software runtime error, and the user was instructed to discontinue use of the affected unit while relying on an alternative insulin therapy; the issue is aligned with a program or algorithm execution failure involving computer software. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem consistent with a program or algorithm execution failure involving the device¿s computer software. It was concluded, based on previously established findings for similar reports, that the cause was not yet available. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.